Event description:
It was reported that prior to the implant of a 23 millimeter (mm) transcatheter valve in a previous implanted 19 mm non-medtronic (st. Jude epic) surgical aortic valve, fracture of the surgical aortic valve was performed using a 20 mm non-medtronic (true) balloon. Following the implant of the valve, a transthoracic echocardiogram (tte) was performed that revealed a mean gradient of 15  millimeters of mercury (mm hg). Subsequently, a post-implant balloon aortic valvuloplasty (bav) was performed using the same 20 mm non-medtronic (true) balloon. The guidewire within the left ventricle lost position. Attempts were performed to re-cross using a straight non-medtronic teflon-coated guidewire mounted inside of a pigtail catheter; however, crossing was very difficult. After multiple unsuccessful attempt, a straight non-medtronic hydrophilic guidewire was used, and the pigtail catheter was successfully advanced within the ventricle. The teflon-coated guidewire was removed and exchanged for a different (confida) guidewire. The pigtail catheter was removed, and the post-dilation was advanced. During post-dilation, a "waist-like silhouette" appeared on the proximal end of the balloon. Upon withdrawing the balloon, the proximal end was stuck in one of the struts of the valve crown, and the valve dislodged aortic. Subsequently, the dislodged valve was moved to the level of the renal arteries, and a peripheral balloon was passed through the valve and inflated. Therefore, the balloon stuck within the valve was released, and a 20 mm non-medtronic (edwards) balloon was advanced to press the dislodged valve against the aortic wall. An aortogram was performed that revealed the valve did not obstruct any arteries, and perfusion was adequate. The dislodged valve was looped in the abdominal aorta to allow advancement of a second transcatheter valve. Following the implant of the second valve, another tte was performed that revealed a mean gradient of 6 mm hg with no residual gradient, and no pericardial effusion. Following removal of the delivery catheter system (dcs) and loop, another aortogram was performed that revealed a dissection from the left subclavian artery to above the renal arteries. Subsequently, the physicians decided to place the patient under observation in the intensive care unit (ICU) as the dissection was anterograde. It was reported that the patient also experienced embolism of the ophthalmic arteries with partial blindness in both eyes, a myocardial infarction (mi) with elevated troponin, and a left bundle branch block (lbbb). Additional information was received that the deployment was performed below the non-medtronic surgical valve, at a depth of 6 mm, using the radiopaque annular marker of the bioprosthetic valve as the reference. Prior to valve dislodgement, the implant depth was 6 mm on both the ncc and lcc. Per the physician, the dissection occurred when the first dislodged valve was moved to the level of the renal arteries. The physician attributed the dissection to the first valve but not the first or second dcs, or guidewire. The left bundle branch block occurred during the procedure. A permanent pacemaker was not implanted because the pr interval normalized. The physician did not attribute the myocardial infarction to the valve or dcs but the specific cause has not been identified. There was no indication of valve migration or coronary artery occlusion. The dissection resolved spontaneously, thrombosed, and the patient remained stable after twelve days of observation and was discharged.

Manufacturer narrative:
Image review: one media file was provided for review. The patient¿s executive summary was not provided for anatomical assessment. However, it was reported that the patient had a previously implanted surgical aortic valve and fracture of the surgical valve was performed prior to the transcatheter valve implantation. As stated in the instructions for use (IFU): implanting the bioprosthesis in a degenerated surgical bioprosthetic valve (transcatheter aortic valve in surgical aortic valve [tav in sav]) should be avoided in the following conditions. The degenerated surgical bioprosthetic valve presents with a: significant concomitant paravalvular leak (between the prosthesis and the native annulus), is not securely fixed in the native annulus, or is not structurally intact (for example, wireform frame fracture). Images of the valve implantation were not provided for review. Of note, it was reported that after valve release, the guidewire was withdrawn from the left ventricle, and a straight guidewire was used to cross the valve. Images of the guidewire re-advancement were not captured. It is possible that during the post implant dilatation, the guidewire and balloon had been possibly advanced through one of the outflow crowns. The media file provided show evidence of deformation of the outflow of the valve. The valve subsequently dislodged aortic and was reportedly repositioned to the level of the renal arteries, and eventually the balloon was removed. An aortogram was performed that revealed a dissection from the left subclavian artery to above the renal arteries. It was reported that the patient also experienced embolism of the ophthalmic arteries with partial blindness in both eyes, a myocardial infarction (mi) with elevated troponin, and a left bundle branch block (lbbb). As stated in the IFU: repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery. It was reported that a second valve was implanted. Images of the second valve implantation were not provided. Updated: b5, h6, h8. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a 23 millimeter (mm) transcatheter valve in a previous implanted 19 mm non-medtronic surgical aortic valve, fracture of the surgical aortic valve was performed using a 20 mm non-medtronic balloon. Following the implant of the valve, a transthoracic echocardiogram (tte) was performed that revealed a mean gradient of 15 millimeters of mercury (mm hg). Subsequently, a post-implant balloon aortic valvuloplasty (bav) was performed using the same 20 mm non-medtronic balloon. The guidewire within the left ventricle lost position. Attempts were performed to re-cross using a straight non-medtronic teflon-coated guidewire mounted inside of a pigtail catheter; however, crossing was very difficult. After multiple unsuccessful attempt, a straight non-medtronic hydrophilic guidewire was used, and the pigtail catheter was successfully advanced within the ventricle. The teflon-coated guidewire was removed and exchanged for a different guidewire. The pigtail catheter was removed, and the post-dilation was advanced. During post-dilation, a "waist-like silhouette" appeared on the proximal end of the balloon. Upon withdrawing the balloon, the proximal end was stuck in one of the struts of the valve crown, and the valve dislodged aortic. Subsequently, the dislodged valve was moved to the level of the renal arteries, and a peripheral balloon was passed through the valve and inflated. Therefore, the balloon stuck within the valve was released, and a 20 mm non-medtronic balloon was advanced to press the dislodged valve against the aortic wall. An aortogram was performed that revealed the valve did not obstruct any arteries, and perfusion was adequate. The dislodged valve was looped in the abdominal aorta to allow advancement of a second transcatheter valve. Following the implant of the second valve, another tte was performed that revealed a mean gradient of 6 mm hg with no residual gradient, and no pericardial effusion. Following removal of the delivery catheter system (dcs) and loop, another aortogram was performed that revealed a dissection from the left subclavian artery to above the renal arteries. Subsequently, the physicians decided to place the patient under observation in the intensive care unit (ICU) as the dissection was anterograde. It was reported that the patient also experienced embolism of the ophthalmic arteries with partial blindness in both eyes, a myocardial infarction (mi) with elevated troponin, and a left bundle branch block (lbbb).

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: 0013008930); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.